Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom of "high distal occlusion" was not evaluated for. Evaluation inadvertently evaluated for the wrong symptom and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed. The device will be tested to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump had a "high distal occlusion" during preventive maintenance testing. It was also reported there was no patient injury.